Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged, the right atrial (ra) lead exhibited low pacing impedance and the device experienced early battery depletion. The lv lead, ra lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that this device had increased current drain due to lead dislodgement. There is no way to analyze the device for longevity expectations since it was not implanted long enough.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.